Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip/midpoint/base. A piece approximately 0.495" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The instrument failed the energy recognition test. The instrument was placed on an in-house system and passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was tight as it could be. The instrument failed the energy recognition test, and generated message, "tighten assemble on 3 out of 3 attempts". The complaint was confirmed by failure analysis.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument had recognition issues and could not be used normally. The procedure was completed with no reported injury.